Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where five infusion sets fell off on (B)(6) 2024 during use. Infusion sets were used for couple of hours. Patient replaced infusion set and resumed insulin successfully. No further information was available.